Manufacturer narrative:
The abutment fractured into three segments, the body and cuff sections were returned along with the abutment screw. The lobes section was not returned, it was reported to have been lost in suction during removal of the abutment. The wall surface of the abutment showed evidence of modification; however, these modifications did not contribute to the reported fracture, as the fracture occurred at the abutment base. The root cause of this failure could not be determined. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4).

Event description:
The complainant reported that a patient had a prima zi abutment placed at (fdi dental site 11) on (B)(6) 2009. The abutment was reported to have fractured (B)(6) 2011. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.